Event description:
After injecting a bone graft substitute syringe into the pt's left femur, with straight syringe tip attached, it was noticed that the tip was missing. The operation was being performed using fluoroscopy and the tip of the syringe was noted in the pt's femur. A fogarty catheter was inserted, balloon inflated, and the syringe tip was removed, with no injury to the pt. Dates of use: 2009. Diagnosis or reason for use: intraoperative insertion of bone graph substitute, femur.